Event description:
This is filed for cardiac arrest during the mitraclip procedure that required intervention.it was reported that on (B)(6) 2015, the fragile patient with functional mitral regurgitation grade 4 underwent a mitraclip procedure as a bridge to heart transplant. The mitral valve leaflet was grasped and leaflet assessment noted the leaflets were well inserted, with almost no jet after the clip was closed. The mean pressure gradient was 1 mmhg. When the clip was completely closed, the arterial pressure started to drop. A few minutes after the clip closure echocardiogram noted a smoke effect (increased turbulent blood flow) in the left ventricle and the patient went into cardiac arrest. The clip was quickly opened and retracted back to the left atrium. The patient's heart was externally massaged (chest compressions) and adrenalin was administered. Blood pressure rose to 143/71 mmhg. Extracorporeal membrane oxygenation (ECMO) was started and the mitraclip procedure was aborted, without implantation of a mitraclip, and the post-procedure mitral regurgitation grade remained 4. Post procedure, the patient is under ECMO and is in stable condition. Patient remains on the cardiac transplant list, awaiting cardiac transplant. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cardiac arrest and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. In this case, although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.